Event description:
It was reported that the delivery system was stuck on the guidewire. An 8mm x 21mm carotid wallstent? Monorail? Endoprosthesis and a 0.014inch mailman? Guidewire was selected for use in a stenosed carotid artery. The target vessel was moderately calcified and moderately tortuous. During the procedure, after implanting the stent, the catheter could not be removed. The catheter had to be removed together with the guidewire. The procedure was successfully completed using original method and device. There were no patient complications as a result of this event.